Manufacturer narrative:
The bipap a40 pro (update material # from ra) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Event description:
The manufacturer received information alleging a bipap a40 pro device had a ventilator inoperative condition. It was reported the device did not alarm for ventilator inoperative. There was no patient involvement, and no harm or injury alleged. The device has yet to be returned for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The device will be included in the fsn (B)(4).